Event description:
This MDR is related to MDR 3013840437-2021-00209 referring to the same patient. Follow-up information was received on 17-dec-2021: it was confirmed that the patient experienced erythematous non-painful nodules, that remained after treatment. The 3 lesions were about 1 cm and the largest probably 2 cm wide, with an inflammation at the cannula sites. The lesions did not resolve with oral / intralesional corticosteroids, antibiotics, and radiofrequency (also reported as rf). Taking into account the evolution of a few months, without improvement and the scarring aspect of them, the medical diagnosis was describe as granulomas. No biopsy was performed, as it was going to involve a mark / scar and, according to the reporter, this was not adding any value. The patient did not present any type of local or systemic symptoms, at any of the vaccine doses. After five months, the patient still has the lesions in the neck, with a slight improvement in their volume, but no improvement in the erythema. The outcome of the events was left unchanged. There was no health risk, but there were aesthetic implications and with an important impact on the patient's self-image. In the opinion of the reporter, the events were of moderate intensity.

Event description:
This MDR is related to MDR 3013840437-2021-00209 referring to the same patient. This spontaneous report was received from a (B)(6) physician and concerns a female patient. She was injected with radiesse, into the neck (off label use of device). After the radiesse injection, the patient experienced a complication on the neck. The outcome of the event was unknown. Follow-up information was received on 04-oct-2021: this case was upgraded to serious. Off label use of device was amended to off label use of device (after the second injection), and the coding remained unchanged. The events inflammation (after the second injection), nodules/ granuloma/ lesions (after the second injection) were added. Additionally, product preparation issue (after the second injection), off label use of device (after the first injection), product preparation issue (after the first injection) and no adverse event (after the first injection) were added. The event complication was deleted. The patients initials, date of birth and age were provided. The patient was 59 years old at the time of the events. The patient was injected with radiesse, into the neck (off label use of device), for neck flaccidity, on (B)(6) 2021. A total of 1.5 ml of radiesse was diluted in 1.5 ml of 2% lidocaine (product preparation issue) and injected using a 25g cannula, in vectors. There was no interference. As reported, the patient was concomitantly injected with botulinum toxin, on (B)(6) 2021. The patient tolerated it well, without any adverse effects (no adverse event). The patient was later injected subcutaneously, with a total of 3 ml (1.5 ml into each side) of radiesse, into the neck, for neck flaccidity, on (B)(6) 2021 (also ambiguously reported as on (B)(6) 2021). The batch record review was received and the lot number for radiesse was confirmed as a00007690 (expiry date 02/2023). A lot search in the global safety database was conducted. She was injected in vectors, into 3 injection points per side, using a 25g cannula. A total of 1.5 ml of radiesse was diluted with 1.5 ml of 2% of lidocaine. The patient previously received treatments with botulinum toxin, vascular laser and co2 laser for a few years. The patient tolerated it well, without any adverse effects. The patient also previously received the first injection of the covid vaccine. The patient's medical history included type 2 diabetes mellitus, dyslipidaemia and steatosis. The patient past medical history included a mammoplasty, abdominoplasty, caesarean (2 times) and a rhinoplasty. She had no allergies. Concomitant medications included forxiga, eucreas, simvastatine, pioglitazone and collagen. On (B)(6) 2021, the same day after the second radiesse injection, the patient experienced nodules/ granuloma on the neck. On (B)(6) 2021, the patient received the second injection of the covid vaccine. At the cannula sites, the patient also experienced erythematous lesions and inflammation. Corrective treatment included a corticosteroid regimen (rosilan 30mg), for 5 days, oral and topical corticosteroid. It also included 4 sessions of radiofrequency (once a week), an intralesional corticosteroid (depo-medrol 40mg/1ml: 0.2ml in total) in the nodules, and saline solution in the nodules with doxycycline 10mg, once a day, two times per week. The events did not resolve with oral/intralesional cortico-steroids, antibiotics, and radio frequency (reported as rf). The patient was not hospitalized. Due to the provided information, the outcome of the event inflammation (after the second injection) was considered as not resolved. The outcome of the event nodules/ granuloma/lesions (after the second injection) was reported as not resolved. In the opinion of the reporter, the event nodules/ granuloma/ lesions (after the second injection) was of moderate intensity and related to radiesse. The events were not life-threatening and did not lead to a newly diagnosed chronic disease. In the opinion of the reporter, intervention was necessary to prevent a life threatening condition or permanent damage. Internal database correction was performed on 14-oct-2021: the expiry date of the radiesse lot was changed to 01/2023, previously reported as 02/2023.

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event inflammation (pt: injection site inflammation) was deemed to meet serious criteria of intervention was necessary to prevent permanent damage. The device history record for radiesse lot number a00007690 was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. No nonconformances were noted that would have contributed to this event.

Event description:
This MDR is linked to MDR 3013840437-2021-00209 referring to the same patient. Follow-up information was received on 19-oct-2021: it was confirmed that the patient was injected with radiesse, for the first time, on (B)(6)2021. Batch number was reported as 100134674 (expiry date: 11/2022). A lot search in the global safety database was conducted. She was injected into 3 points bilaterally, using a cannula and the back-tracing technique. It was confirmed that she was injected with radiesse, for the second time on (B)(6) 2021. The technique and dilution were exactly the same as in the first session, which was uneventful. She had her first shot of the pfizer-biontech covid-19 vaccine, on (B)(6) 2021. Concomitant medications included centrum. On (B)(6) 2021, the patient went to the physician for a revision and reported that she developed erythematous lesions (not painful), nodules, and inflammation at the cannula sites, which did not resolve with oral/intralesional corticosteroids, antibiotics, and radiofrequency. After the corticosteroid regimen the patient was without any improvement. After 3 sessions of radiofrequency (once a week), there was very small improvement in the volume, but no improvement in erythema. After the treatment with the intralesional corticosteroid in the nodules, she was without any improvement. After the treatment with saline solution in the nodules, and doxycycline, there was very little visible improvement. Due to the provided information, the outcome of the events was considered as resolving, and was therefore changed from not resolved. In the opinion of the reporter, it was impossible to exclude a causal relationship with the vaccine, since the dates were followed, and unfortunately the lack of studies or follow-up time, as well as individual and immunological variability made the inflammatory processes unpredictable.

Event description:
This MDR is related to MDR 3013840437-2021-00209 referring to the same patient. Follow-up information was received on 04-nov-2021: it was confirmed that the patients second radiesse injection was on (B)(6) 2021, one day before the second injection of the covid-19 vaccine. The outcome of the events was left unchanged.